Event description:
It was reported that the coil (subject device) was placed into aneurysm and attempted to be detached however, it was observed to be attached to the delivery wire when the delivery wire was retracted. The tail of the coil then tugged, protruded into the parent vessel and then disconnected completely; the physician pushed the tail of coil back into the aneurysm with the delivery wire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject coil did not fully detach and protruded into the parent vessel. It was then detached completely when it was tugged. The coil was able to be positioned back into place in the aneurysm using the pusher wire and without consequence for the patient. While there are a number of potential causes for the reported event, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the coil (subject device) was placed into aneurysm and attempted to be detached however, it was observed to be attached to the delivery wire when the delivery wire was retracted. The tail of the coil then tugged, protruded into the parent vessel and then disconnected completely; the physician pushed the tail of coil back into the aneurysm with the delivery wire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.